Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard tibial tray, catalog # unknown, lot # unknown; vanguard femoral, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08326; 0001825034-2018-08327. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total knee arthroplasty. It was reported the patient had a prolonged hospitalization due to urinary retention which required a foley catheter.

Manufacturer narrative:
(B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.